Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 syringe 1ml ls sp120 experienced foreign matter in cannula. The following information was provided by the initial reporter: air got into the barrel.

Event description:
It was reported that 50 syringe 1ml ls sp120 experienced foreign matter in cannula. The following information was provided by the initial reporter: air got into the barrel.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2010081, no deviations or non-conformances related to this issue were identified during the manufacturing process. Retained samples of the same lot were used for evaluation, no foreign matter or signs of excess silicone could be observed. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2010081 and found to be within specification. Testing was performed on the retained samples, results verified amount of silicone was with the required limits. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.